Event description:
On 03-apr-2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (a prospective pilot study investigating the post-operative outcome of patients undergoing acl repair, (B)(6)). All of the proposed n=20 required for the current prospective pilot study have been recruited, with assessment spanning the post-operative timeline. With respect to surgical or early post-operative complications, one patient ((B)(6)) encountered an early partial occlusion of the peroneal vein. The patient was treated accordingly without further issue. No other complications and/or adverse events have been observed as a result of the surgery and early post-operative timeframe. Two patients had undergone secondary procedures. The first of these ((B)(6)) underwent a lateral extraarticular tenodesis at 8 months following the primary acl repair, for ongoing perceived instability, in the presence of an intact acl repair. The second patient ((B)(6)) experienced a re-injury at 13 months post-surgery during another afl sporting incident and has since undergone revision acl surgery. A third patient ((B)(6)) has recently undergone an arthroscopic procedure for persistent pain in the presence of an intact acl repair. The study protocol has remained unchanged since hrec approval. To date, there have been no problems encountered with patient recruitment or study conduct, albeit the very nature of the surgical procedure and criteria for acl repair ensure a smaller recruitment pool and a slower recruitment pathway. No results have been analyzed, given the stage of the study, and patient follow up will continue to 24 months in all recruited patients.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.